Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding and dyspareunia. It was reported that the patient underwent mesh removal, lavh, right salpingo-oophorectomy and cystoscopy with hydrodistention on (B)(6) 2013 due to severe dysmenorrhea, dyspareunia, dysfunctional uterine bleeding, irregular menstrual cycles, recurrent utis and severe pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy and cystourethroscopy; due to pelvic pain and stress urinary incontinence.